Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during peritoneal dialysis (pd) therapy, the tubing of the transfer set separated from the catheter adapter (patient connector) resulting in a leak. The nurse reported the fluid contacted the patient¿s ¿bare skin¿. Subsequently, the patient developed peritonitis. The cause of the separation was not reported. The transfer set was changed. It was not reported if the patient was hospitalized for the event. The patient received two doses of vancomycin and was fully recovered. Action with pd therapy was not reported. No additional information is available.